Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode had a loop that broke and melted. There were no broken pieces found in the patient's body after an x-ray examination was performed. The event occurred during a therapeutic resection of the prostate. The procedure was completed using a similar device. There were no reports of patient harm or procedure delay.